Manufacturer narrative:
Date of device manufacture year is 2007. The month of manufacture was unavailable at time of MDR filing. The ge healthcare service representative performed a checkout of the system and confirmed that the system would turn off after ventilating for a couple minutes. The system had a faulty mother board triggering warm restart errors (err_warmstartup) causing the unit to restart. The faulty mother board was replaced to resolve the reported issue.

Event description:
The hospital reported that, unit keeps rebooting. There was no reported patient involvement.